Event description:
Please be advised that on 2/10/94, a 78 year old male with permanent pacemaker underwent surgery for partial removal of malfunctioning ventricular pacer lead, model 4004 #laz 045989 and placement of new ventricular lead model 5024m 52 cm #lat 062662 v. The patient tolerated the procedure well.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.